Event description:
It was reported that during a rotational atherectomy procedure the device broke. The 85% stenotic lesion was located in the severely calcified and non-tortuous mid right coronary artery. The physician attempted to get through the lesion and had completed seven or eight passes with the 1.5mm rotablator rotalink burr, but was unable to get through the lesion. The physician began withdrawal and encountered difficulty getting the burr through the guide and then noticed blood coming back into the catheter. It was unknown what on the device broke. The device was removed from the patient without any difficulty. There were no patient complications. The procedure was aborted after the removal of the burr. Patient status is reported as "fine."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device can not be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4)